Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not be conclusively established through this evaluation. The patient experienced frequent nose bleeds and anemia starting on (B)(6) 2023. Nasal spray and moisture jelly were used with minimal improvement. The patient was referred to an ear, nose, and throat doctor. The patient was then started on a gel spray for nasal moisture. The patient was switched to open label products with no aspirin (blood thinner medication). The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the nose bleeds initially began on (B)(6) 2023. The patient tried nasal spray and vaseline with minimal improvement. The patient was referred to ear, nose, and throat (ent) specialist. The patient was started on nasogel several times a day as well as mupirocin ointment twice a day for two weeks. The patient saw cardiologist on (B)(6) 2023, and the study drug was stopped. The patient switched to open label no aspirin products.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient experienced frequent nose bleeds with anemia starting on (B)(6) 2023. No treatment was noted. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient reported frequent nose bleeds and anemia. Additional information was not provided.